Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was dropped at the hospital and this caused the patient injury. It was noted that the patient was having ¿some issues.¿ it was noted that it was the day after implantable neurostimulator (ins) implant. The patient also noted that she fell down the stairs and that she felt the ins had shifted after the fall. The patient also noted that the ins had shifted since her injury. The patient stated that the doctor verified that the device had shifted at the follow-up appointments. The patient stated she contacted the doctor after the fall and the doctor stated as long as the incision had not opened it should be okay. The patient also noted that the doctor told the patient it may need to be repositioned at a later date. The patient was feeling stimulation in the right areas at that time. The patient also noted that she had been hospitalized three times in the past three weeks for ¿severe¿ headaches. It was noted that ¿they say¿ it was possibly due to a spinal fluid leak. The patient stated that a CT scan was done and ¿all seemed fine and they thought it was due to the stimulator device.¿ the patient noted that she had ¿such a bad headache and the only way she could relieve her headache was to lie flat on the back.¿ it was also noted that there was no stimulation sensation and the patient had not felt stimulation in the ¿past 1.5 months.¿ it was noted that ¿the only way the patient could get the stimulator to work was if the patient held her left ear to the left shoulder.¿ it was noted that the injury was the reason the ¿device was not working today.¿ the patient was currently working with a doctor that was not familiar with pain stimulation therapy. The patient was trying to be seen by a different doctor to have the device and lead wires checked. The patient stated that she had not received a return call from the doctor. The manufacturer representative would follow up with both physicians (B)(6). It was later reported that the manufacturer representative left the patient a message to try and coordinate a time with the physician to be seen. However, the manufacturer representative had not heard back as of (B)(6) 2014 . The manufacturer representative had also spoken with the patient¿s physician regarding the issue. Additional information was requested, but was not available at the date of this report.

Event description:
Additional information received reported that the patient continued to have 'increasing headache,' but also had fluid coming from the ears. The headache was relieved when the patient would lie down. The patient's healthcare provider (hcp) had stated that the fluid was csf and 'may have been caused by the surgical lead migrating to the intrathecal space.' The patient was then going to see a neurologist and the implanting neurosurgeon, after having a CT scan. Impedance testing and reprogramming were noted to have been done. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.